Manufacturer narrative:
(B)(4). This report for the system error (air in line) 2240 was not confirmed due to a lack of sample. The root cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during dwell last night. The home patient (hp) turned the hc off, however, all supplies were still connected. There were no leaks found. The hp will start over tonight with new supplies. Product surveillance contacted the hp's nurse on (B)(6) 2010. The nurse stated she was aware of the alarm, and the hp was doing just fine. No patient injury or medical intervention was reported.